Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a 16-30ss-0, micropore plus surgical tape 3.5 yard roll. Patient stated that the micropore surgical tape does not stick well. The patient stated that it creates a rash on his skin when he uses it. Patient stated that he would still continue to use it until new order of durapore silk tape comes in. Will send out durapore silk tape once I get an approval from pd nurse. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).